Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5568-45 lead implanted: 2001-(B)(6). (B)(4).

Event description:
It was reported that an infection occurred. Laser lead extraction was attempted, and pericardial effusion/bleeding developed while extracting the right ventricular (rv) lead. A pericardiocentesis drain was placed although the effusion persisted and surgical intervention was necessary via open heart median sternotomy/thoracotomy. A tear of the inferior vena cava was observed/reported in proximity to the position of the laser lead extraction sheath. The proximal portion of the right atrial (ra) lead and rv lead were cut and removed prior to laser extraction. Additional remaining segments were removed by cardiothoracic surgeons during open heart repair although it is unclear if the lead tip was removed from the endocardium. No further patient complications have been reported as a result of this event.